Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: "inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration)."

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report a skin irritation that occurred on (B)(6) 2016. The sensor was inserted into the patient's arm. Patient's irritation was red and located around the edges of the sensor pod. Affected area was treated with over-the-counter ointment. Patient's father also reported seeing a dr. For the patient's irritation and was prescribed tegaderm. However, tegaderm did not help the irritation as the site was red and itchy once removed. At the time of contact, patient had stopped using the system. No additional event or patient information was reported. The sensor was inserted into the arm. The dexcom g4 platinum (pediatric) continuous glucose monitoring system user's guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.